Event description:
It was reported that the insulin pump sounded a constant whistle tone, had unresponsive buttons, and a backlight that no longer lit up. The customer noted that the device showed an empty insulin indicator on the screen. The blood glucose reading was 260 mg/dl, although the insulin pump alerted low sensor glucose. He stated that he was getting out of bed when the insulin pump was beeping and that a low battery alarm occurred prior to the constant tone. Upon a battery change, the constant tone and alarm disappeared. However, the keypad became unresponsive during the troubleshoot process. Advised replacement of the insulin pump. The customer also reported a no delivery alarm, during which he felt much resistance from the plunger in the reservoir. He was unable to troubleshoot for that issue, as this was a past event. He reported that a reservoir leak may have caused insulin to leak into the insulin pump as well. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with a watchdog alarm and frozen display due to moisture damage on electronic assembly. A corroded motor home switch was also noted. The device was received with a cracked end cap and cracked reservoir tube lip. The keypad anomaly, unexpected time/date reset, and excessive no delivery alarms could not be confirmed due to the frozen display.